Event description:
Heath care professional reports 4 fiber leaks noted by visible blood in the dialysate compartmentat at the patient treatments. New disposables were used to continue the treatments without incident. No patient injury or need for medical intervention was noted by health care professional. All dialyzers were reused between 4 to 6 times. The dialyzers are processed both on a renatron reuse device and a manual reuse sink. The manual reuse does not have a presure gauge or regulator on it.